Manufacturer narrative:
The distributor, provided customer with a minispin centrifuge as a replacement. Manufacture date of this device is unknown. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke apart during use of statspin ssmp centrifuge. The customer states parts of the rt12 rotor, tubes and sample escaped from centrifuge at the time of failure. The customer noted pieces had reached 3 feet of distance. Customer confirms shield was in place at the time of failure. Customer confirms no harm, no exposure, and no medical attention needed due to this failure. Customer noted never having replaced the rt12 rotor since its first initial use of statspin ssmp centrifuge, and never had performed any maintenance.